Manufacturer narrative:
Evaluation summary: the segment has been replaced. Correction information: h6: coding changed, based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. Model ed34-i10t-us is available in the USA with a 510k number k163614.

Event description:
Brand new scope with compressed segments, bending section deformed. This event occurred at the time of during inspection. There was no report of patient harm.